Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer 1.1 had repeatedly failed. A field service engineer found a medication jam that caused the drawer to fail. The mini sub drawer slot was cleaned, and testing confirmed recovery of the failed mini drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer was jammed and failed to open. The customer had rebooted the machine and attempted recovery, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from main pharmacy or another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.